Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
Patient has left hip revision surgery scheduled for (B)(6) 2016. Devices implanted (B)(6) 2011. She said the device is causing problems and has fluid around her joint.